Event description:
The customer reported that their ic9-rs diagnostic ultrasound probe was displaying a double image. Ge healthcare identified the probe as having a component malfunction described in recall no. 8020021-12/29/23-001-c. There was no patient impact.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. The FDA recall number is 8020021-12/29/23-001-c. Customers were sent a letter explaining the issue and requesting the customer to perform an inspection test to determine if the probe is malfunctioning. Ge healthcare has determined the cause of the malfunctioning probe to be a probe component. Ge healthcare has replaced this malfunctioning probe. H3 other text : device problem already known, no evaluation necessary.